Event description:
Complaint rec'd. Reporting a leakage problem with one (1) (B)(4) spiros connectors w/cap. It was reported that "rn spiked new tubing to administer cytoxan... After half dose administered pt. Complained of feeling a drip from the tubing. Chemo stopped. Pt washed arem. Rn checked tubing ... Leaking from the connection. Tubing removed .. Np ordered 1/2 dose to be re-administered." There were no reported adverse pt./operator consequences. Lot analysis: a review of the mfg. Lot database for the reported lot# 79-718-k4 (mfg. Date 07/2009) shows (B)(4) units were mfg. Tested, inspected & released. The involved (B)(4) device was discarded. Exact cause of the reported event is unk.